Event description:
The user facility reported that a portion of the guiding sheath became partially separated following an interventional procedure. Follow-up communication confirmed that: the outer sheath became partially separated exposing the inner coil wire during removal; the entire sheath was able to be removed; there was no impact to the patient; and the interventional procedure was completed successfully.

Manufacturer narrative:
Results: I based upon evaluation of returned sample and user facility information; based upon testing of reserve samples conclusions: based upon evaluation of returned sample; based upon testing of reserve samples the involved device was returned and evaluated. Examination confirmed that the inner and outer plastic layers of the sheath had become separated in two different locations. The edges of the plastic layers adjacent to the points of separation were noted to be rough, as when the material is torn, not cut. The inner coil wire was exposed and significantly stretched where the plastic layers had separated, but the wire remained intact. In addition, there were numerous compression marks along the length of the sheath that are consistent with the sheath having been grasped by an instrument, such as hemostats, during the removal. Thorough visual examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects. In addition, physical testing of these reserve samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no indication that there was any relation to a pre-existing device defect. Although the cause of the reported event cannot be definitively determined based on the available information, the appearance of the involved sample is most consistent with damage to the sheath caused by excessive pulling forces being applied during the withdrawal of the device from the patient. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." (B)(4).